Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that post priming, the tubing of the set had disconnected from the line at the connection point. There was no patient harm.

Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. One used sample was received for evaluation. The sample was visually evaluated. The sample was found to be clogged with dry formula along the pvc lines that obstructed the tube path at the valve level, no functional evaluation could be performed since the product could not be unclogged. No fault was found related to manufacturing; possible root cause could be incorrect formula inside the tube or incorrect homogenization process for the formula but since the sample was received on inadequate conditions root cause could not be verified. No corrective actions will apply since failure mode was not confirmed related to manufacturing, it will be confirmed as unknown source. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.